Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: type of follow up - correction.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 04-09-2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).